Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had water in battery compartment and had broken force sensor alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation, device displayed a critical pump error (open book image) due to mold inside the internal battery connector and signs of previous moisture presence on the buzzer and other components located on the front of electrical board and also inside the battery compartment. Unable to perform the displacement, rewind, prime or seating, basic occlusion tests due to the critical pump error. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is firmly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads.